Event description:
It was reported that during the procedure the tip of the polaris plug driver and the tip of the cypher dorsal height adjuster broke. The broken pieces were retrieved and the case was completed with an alternate device. This is report one of two for this event.

Manufacturer narrative:
D4: lot number: zb150801. D10: product returned (B)(6) 2020. G4: date received by manufacturer (B)(6) 2020.

Event description:
It was reported that during the procedure the tip of the polaris plug driver and the tip of the cypher dorsal height adjuster broke. The broken pieces were retrieved and the case was completed with an alternate device. A second polaris plug driver was reported as worn. However, device evaluation by a zimmer biomet employee found the tip to be deformed. This is report two of three for this event.

Manufacturer narrative:
The complaint is confirmed for polaris 5.5 plug drivers (part number 2000-9061) for the reported failure of driver tip failure. A full investigation of the cause and contributing factors of this event as well as the quarterly update to this risk evaluation assessment can be found in (B)(6). Additionally, the complaint alleges that the wrong handle was utilized, which would likely contribute to the failure. Labeling was reviewed in this etm and found to be adequate. The devices were likely conforming when they left zimmer biomet's control.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference number 3012447612-2020-00395.

Event description:
It was reported that during the procedure the tip of the polaris plug driver and the tip of the cypher dorsal height adjuster broke. The broken pieces were retrieved and the case was completed with an alternate device. This is report one of two for this event.